Event description:
The blades broke off in pt's knee at start of surgery. The surgeon was able to remove the blade and felt no fragment remained in pt's knee.

Manufacturer narrative:
Due to a recent (B)(4) inspection, this MDR is being reported late as a result of a re-evaluation.